Event description:
In 2007, during an infix case, after the endplates were implanted, the struts were inserted using the mallet. The struts dislodged from the distractor during insertion. The surgeon removed the endplates and upon inspection noted that the endplates and the distractor were damaged. The case was completed with another implant without any injury to the patient.

Manufacturer narrative:
The investigation was performed by reviewing the device history record, inspecting the returned product, and reviewing the infix training log and surgical technique. The investigation determined the damage to the endplates was due to use error. The rubber mallet was used when initially inserting the struts instead of finger pressure per the surgical technique. This event is associated with cr # 1649384-4/6/2005-001-c, that provided supplement training for sales representatives and surgeons prior to shipment of product for implantation. The surgeon associated with the event was trained in 2005. Further investigation is pending.